Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method insulin therapy. Reportedly, the customer went to the emergency room with a blood glucose level of 350 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. There was no permanent damage. At the time of the report with tandem technical support, customer was still admitted to the ER and declined further follow-up to obtain a release date. No additional information was provided.